Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed a battery status of 2.5 years remaining. It was reported that the device showed a battery status of 3 years remaining three months earlier. Additionally, oversensing was observed on the right atrial (ra) lead that resulted in inappropriate atrial tachy response (atr) mode switches. A copy of device memory was received for analysis. Analysis of device memory noted that the device showed a battery status of 0.54 years remaining. Analysis confirmed that the device was operating with a current drain at the bin boundary, and it is possible that the pacemaker current bin may not have matched the programmer current bin for longevity calculations. It was suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the device reached elective replacement time (ert), however, the device still showed a battery status of 2 years remaining. Ts recommended device replacement. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
.